Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardiac monitor was reprogrammed to address inappropriate programming for user needs. It was then discovered that there was an event where the implantable cardiac monitor was undersensing initial r waves, creating r to r variability and leading the device to possibly have incorrectly binned the rhythm as atrial fibrillation. The patient was in stable condition.